Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. The patient also experienced pain at the lead site with stimulation on and off. The patient denied any falls or trauma. The patient desired to have her scs system explanted. Subsequently, surgical intervention was undertaken and the patient's scs system was explanted.